Event description:
It was reported that the tip of the screwdriver could not be disassembled from the screw head after being inserted. After being forced out of the screw head, the screw was loosened. No other pt complications were reported.

Manufacturer narrative:
The instrument was returned to msd where evaluation by the quality technician found that the part was made within the specification. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.